Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient called inquiring MRI information. The patient was advised to follow-up with hcp for that info. The patient said he was "too sick" to follow-up with the hcp. The patient said the ins battery was leaking and said the ins was inserted in his stomach due to losing weight. The patient doesn¿t use his old physician because they "almost killed him."